Manufacturer narrative:
The returned device was evaluated and appears to be undeployed upon initial inspection but the cannula deployed when opening the pod. After investigation of the needle mechanism, the cause of this could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 367 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. The patient was able to activate a new pod and give a manual injection with an insulin pen (exact amount was not provided) which lowered the patient's bg levels to 120 mg/dl.